Event description:
Information received indicates the brake is only engaging on one end of the stretcher.

Manufacturer narrative:
The technician found the brake linkage broken. The technician replaced the brake/steer assembly to repair the bed.